Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the insulin did not came out of the infusion set tube and the patient confirmed that she received no alerts. Reportedly, her blood glucose level was normal and did not require any medical treatment. On (B)(6) 2020, her infusion was last changed. Further, on the same night, her blood glucose level was more than 600 mg/dl (at the time of the incident) which she tried to treat with the injections. Subsequently, on that night she was admitted to the hospital as she experienced high blood glucose level and diabetic ketoacidosis as insulin was not exiting. During hospitalization she received lantus and insulin drip as corrective treatment. As per report dated (B)(6) 2020, she was being admitted for three days now. Moreover, she was now been in the hospital for 14 days because she was originally admitted for treatment, not diabetes related, as per report dated (B)(6) 2020. No further information available.